Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately scarred common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.